Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter box was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. The emitter box was returned to medtronic, however, analysis has not been completed. Other relevant device(s) are: 9733320r integrated 4port rework. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, the instruments plugged into the bottom two ports were going in and out and could not track. The top two ports were functioning as intended. Troubleshooting from the manufacturing representative confirmed that the emitter box ports were malfunctioning. There was a less than 1-hour delay to the procedure, but the patient impact is unknown.

Manufacturer narrative:
Analysis on the returned electromagnetic emitter box resulted in no failure being found through functional testing and visual/physical examination. Analysis states that all ports were tracking normally. If information is provided in the future, a supplemental report will be issued.